Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient had no reported symptoms

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient received a buzzing sensation from the implantable cardioverter defibrillator. The patient's implantable cardioverter defibrillator had a battery performance alert in 2018. No interventions were performed. There were no patient consequences.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.